Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was going on for about a week something was wrong with their stimulator for it was not acting right. Patient's (pt) control part kept shutting off to a blank screen. Pt was not able to get a full charge; when asked to clarify pt verified they could not get the implant to charge fully for sometimes it will but sometimes it won't. Pt noted they charge the implant at night when sleeping and last night pt got the implant to partially charge before they got a white screen. When recharging the implant the controller also went blank last night. Pt noted they could not take the controller battery out by self since they struggle so they have their husband remove the controller battery when needed. Pt had taken the controller battery out to reset before. When charging the implant the controller will shut off and also not hold a charge for when controller shuts off pt could not get a charge or do anything with it. Pt noted they could get the implant to partially charge and the controller was not charged since they could not do anything through the night with it. A few nights ago pt said the controller shut off and they were tingling from their head to toes for the group switched from a to c and went wild on them. Pt was also having to charge their implant every other day. During call pt did not have their recharger (rtm) with them and ended up calling husband for the rtm serial number; pt had controller present and verified no damage to the controller charging port. The issue was not resolved. The patient was sent out a replacement recharger (rtm).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the circumstances that led to the groups switching resulting in tingling and recharging more often than expected was a bad cord. The patient noted that the steps taken to resolve the groups switching and recharging more often than expected were that they were sent a new cord. The patient was asked if the groups switching and recharging more often than expected had been resolved and the patient noted that they were still having issues; the controller was not holding charge.